Event description:
Rep stated that during the leadscrew test at first the leadscrew was not turning but unit was clicking and numbers were ramping and then began to turn. No further testing done at that time.